Event description:
It was reported that a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. After plugging the charging cable into a wall adapter, the pump began charging, and no further assistance was required.